Event description:
<P>caller reported that the pump screen went blank unexpectedly, and the led stopped blinking. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on necessary steps, including restarting cgm sessions and reloading the cartridge when the pump turns off or is reset, as well as providing tips for battery maintenance. The caller understood the instructions and was advised to monitor the system and call back if the issue persists.</p>.